Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a 28 mm balloon ablation catheter & carto® 3 system. The patient experienced hemoptysis and there was a map shift with no error message, patient movement, or cardioversion performed prior to the map shift. During the procedure, they had big map shift. Metal values were checked and they were very high. Physician needed to do re-map. Which caused a delay of about 30 minutes. There was a patient consequence of hemoptysis. The bwi representative said she did not know if this was related to the map shift or not. Additional attempts have been made to obtain clarification to this complaint. The adverse event was assessed as patient event non serious. The event is not life threatening; does not result in permanent impairment of a body function or permanent damage to a body structure; or does not necessitate medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. With the information initially reported, the map shift malfunction was assessed as not MDR reportable. Additional information was received on 25-mar-2022. No error from the system. Map shift was discovered because no correlation of the catheters with the previous map. The issue was seen during ablation. The approximate difference in catheter location before and after map shift was greater than 20mm. The physician performed cardioversion before start of mapping and there was no patient movement. The map shift issue was reassessed to a MDR reportable malfunction per the additional information received stating that there was no error from the system, no patient movement and the cardioversion that was performed was before the start of mapping and not performed prior to the map shift. The awareness date for this reportable malfunction is 25-mar-2022.

Manufacturer narrative:
Initial reporter phone: (B)(6) the hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) on 05-jun-2022, the product investigation was reopened to add the component code. In addition, on 08-jun-2022, the manufactured date was added. Therefore, processed the h6. Component code and h 4. Device manufacture date fields.

Manufacturer narrative:
The investigation was completed on 08-may-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a 28 mm balloon ablation catheter & carto® 3 system. During the procedure, they had big map shift. No error from the system. The physician performed cardioversion before start of mapping and there was no patient movement. Physician needed to do re-map. Which caused a delay of about 30 minutes. The issue was investigated. It was found that the reported map shift was caused due to patient movement. According to the instruction for use (p.n. Ug-5400-0072h, revision p02, march 2021): "when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated." The customer was offered a system check, but the check was declined. The complaint history of the system was reviewed. A manufacturing record evaluation was performed for the system 10316, and no internal action related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)